Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in the arm/skin. The customer reported "during sensor removal, a fiber from the sensor stayed in the caller's arm and require manual removal." The customer also self-treated with granola consumption. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.